Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was) double. Femoral access was obtained and heparin was administered. A pigtail catheter was placed into the laa and the 27mm wds was prepared. The was advanced into the laa and the pigtail catheter was removed. No bleed back was seen from the was after the pigtail catheter was removed. The physician aspirated the was and multiple thrombi were removed. Additional heparin was administered, and once all the thrombi were removed, the physician proceeded to implant the wds. The procedure was completed without further incident. No patient complications were reported.